Event description:
An optometrist reported a patient noted to have anterior basement membrane dystrophy (abmd) and central epithelial staining in both eyes one day following lasik treatment. The patient reported eyes felt dry and vision was a little hazy. In a follow-up with the optometrist, she indicated the patient was prescribed cyclosporine ophthalmic emulsion twice and day and artificial tears every hour on the date of the event. The patient was seen on (B)(6) 2014 and the staining had improved. The patient continued on the same dry eye treatment. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).